Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The supplemental #1 was submitted in error with the incorrect MDR number 9610617-26-00288. The correct MDR number should have been 9610617-2026-00228. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the unit is leaking air. The procedure was completed with a backup device. No patient injury was reported. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).